Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Reportedly, customer had a "bout of gastroparesis" prior to the event; however, it was not provided if this contributed to the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.